Event description:
The customer reported that during the pacemaker replacement procedure, the physician was unable to obtain pacing, sensing or impedance measurements in the right ventricular (rv). As a result, the rv lead was surgically abandoned (capped); a new lead and pacemaker were successfully implanted. The device was actively implanted for approximately 7 years, 9 months.

Manufacturer narrative:
The lead was surgically abandoned (capped); therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.